Manufacturer narrative:
E3: occupation: fellow. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the device sleeve separated during the final step of deploying the involved angio-seal. The doctor was confident both sides of the angio-seal were clicked into place before the pullback. Troubleshooting by holding both components and withdrawing the sheath and main body together, resulting in successful deployment with no ill effects to the patient. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. The procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d4: UDI, provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected and did not disconnect when an external force was applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 56 arteriotomy locator - 3 the complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).